Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the fourth universal surgical manipulator (usm) had a fault. The customer said the fourth usm was draped and pushed off to the side before the issue occurred. When the error occurred, they disabled the fourth usm then recovered from the fault. The customer continued the case with three usms. The tse viewed logs and observed errors 32114, 25730, and 23098 on usm3. The procedure was completed with no reported injury. Additional information was obtained from the customer regarding the reported event. The system was checked upon powering on the system and there were no errors. There was no known external interference that might have caused the issue with the usm. No further details were provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator 4 (usm4). The system was then tested and verified as ready for use. Isi received the usm for investigation and confirmed and reproduced the reported complaint. The unit triggered error 31226 on the system and failed a fiber test. The cause of the issue was determined to be a component failure. No image or procedure video was provided for review. A log review confirmed the procedure date on (B)(6) 2022 on system sk1338. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation identified system errors related to the event. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.